Manufacturer narrative:
The quantity used in this event was two units. Summary of evaluation: evaluation results suggest that the cause of this event was attributed to some factor external to co's product. The results of testing similar batch lots of product indicated no mixing anomalies. It is believed that the environmental conditions of the or may have affected the set-up time of the cement.

Event description:
The bone cement set in 6 minutes. There was no adverse consequence for any patient or delay in surgery or anesthaesia time.